Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had seen an elective replacement indicator(eri) on their device and then stimulation had gone to a complete stop. The patient stated that they could not connect to the device and they thought the battery was dead. The patient reported that her lower back pain was getting worse, she was experiencing cramps down her left leg and a burning sensation at the pocket side that occurred all the time. The patient also reported that she meant with a manufacturing representative last year when she was having stimulation over her left breast the representative mentioned that she thought she should have her device replaced. The patient mentioned that they had been having trouble with their device since last (B)(6) when they had met with a representative because the patient was charging her device more frequently. The patient was directed to their health care provider to discuss end of service and potential replacement. No further complications were reported as a result of this event.